Manufacturer narrative:
Valves which are explanted at implant typically result from inappropriate sizing, distortion of the valve during implantation, and/or the patient¿s anatomy; not a malfunction of the device. In this case, no additional information was provided by the hospital or surgeon which alleges a malfunction, death or serious injury has occurred. However, due to the patient's overall condition post-operatively, the longer bypass run during aortic valve replacement may have contributed to the need for extra support (iabp). The explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic mitral heart valve was explanted at implant due to sizing issues. The 31mm valve was replaced with a 29mm pericardial bioprosthesis. A CABG x1, placement of quinton dialysis access catheter took place, and the patient was placed on iabp before leaving the operating room. The patient had a complex post-operative course (including ventricular fibrillation arrest, atrial fibrillation and endocarditis) and was later cleared for discharge on pod #17.

Event description:
Through follow-up with the site, it was learned the reason for explant was due to mis-sizing. The 31mm mitral valve was tested and appeared to be competent. An unacceptable amount of mitral regurgitation was then identified. The valve leaflets appeared to be tethered. "I felt that I had oversized the valve.